Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations in disconnected mode and not communicating. A technical support specialist (tss) dialed into the server, checked the critical override configuration for all stations and confirmed that were configured and there were no issues with the device, and no further investigation was required. The customer then informed that the stations were in disconnected mode but had resolved on its own. The system functioned as intended after the technical support specialist inspected the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.